Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe foreign matter near the plunger. The following information was provided by the initial reporter, translated from chinese to english: fm was found near the plunger rod tip in the barrel.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe foreign matter near the plunger. The following information was provided by the initial reporter, translated from chinese to english: fm was found near the plunger rod tip in the barrel.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-sep-2022. H.6. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that there is foreign matter in the barrel. The returned syringe was examined and exhibited a hard piece of plastic in the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 1340357 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 15th nov 2022; catalog and batch #: 326631 and 1340357; catalog description: syringe 0.3ml 29ga 1/2in 7bag 420cas jp; issue: fm barrel. Analysis of sample: based on complaint department analysis, the returned syringe was examined and exhibited a hard piece of plastic in the barrel. Based on holdrege analysis, photo of the complaint sample exhibited a hard piece of plastic in the barrel. Process: the syringe assembly machine, which feeds 0.3 ml syringe components (barrel, stopper, plunger, needle assembly and cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there were zero (0) notifications noted that pertained to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.